Manufacturer narrative:
Please note that the gender of the patient is unknown. Please note that this complaint was reported under voluntary medwatch mw5059826.

Event description:
As reported through voluntary medwatch mw5059826, angiographic 5f 100cm tempo catheter shaft sheared off while inside a 5f 11cm avanti+ sheath. When the sheath was withdrawn, the catheter's sheared off portions remained inside the patient's artery and required surgical intervention to remove.

Manufacturer narrative:
Please note that the following information was inadvertently left out from the initial report submitted earlier in the day. The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. No further changes to the initial report.

Manufacturer narrative:
Complaint conclusion: as reported through a voluntary medwatch, an angiographic 5f 100cm tempo catheter shaft sheared off while inside a 5f 11cm avanti+ sheath. When the sheath was withdrawn, the catheter's sheared off portions remained inside the patient's artery and required surgical intervention to remove. Upon further investigation, no anomaly or damage was noted to either device during the procedure or prep. The doctor was performing a diagnostic cerebral angiogram of the left internal carotid artery when he noticed that the catheter was not advancing or torquing as well as he would like, so he began to remove the catheter. He explained later that he didn't feel much resistance when withdrawing the catheter when it sheared, but when withdrawn only the hub of the catheter and about 4-5 inches of the catheter was removed from sheath. X-rays were taken to verify that the tip of the remaining catheter was in the left common carotid artery and the proximal portion of the catheter that broke was kinked together with the tip of the sheath in the right external iliac artery. Attempts to wire the sheath and capture the sheared portion of catheter were unsuccessful. The sheath was withdrawn and noted intact though the tip was kinked. The sheared portion of catheter remained where it had with the tip in the left common carotid artery and proximal portion in the right external iliac artery. Hemostasis was achieved at the groin site by holding manual pressure for 20+ minutes. The patient was taken to surgery for the on-call vascular surgeon to perform a cut-down at the right groin access site and the remaining portion of catheter was removed. The sutures from this surgical intervention did fail and the patient did have to go back to the operating room for an additional time to fix the retroperitoneal bleed that resulted from the failed sutures post-retrieval of the sheared portion of the catheter. Two images were received for evaluation. An independent image review was completed. The first image shows the ver catheter engaged in the left carotid artery. There is no catheter kink or fracture at this level. The second image is centered at the right groin. There is a retained catheter fragment extending from just above the inguinal ligament to presumably the left carotid artery. At the site of fracture there is dense calcification of the external iliac artery. The right groin sheath has been removed. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, based on the image review, the site of the fracture was a heavily calcified right external iliac artery. Catheter and guidewire fracture is a documented but rare potential complication of angiography. In the interventional literature two sites of potential catheter fracture are noted; at the bond between the body and catheter tip and proximally at the level of the iliac arteries. At the level of the iliac arteries, if the physician operator excessively torques the catheter it can result in knotting. When this knotting occurs in the setting of heavy calcification shearing of the catheter can potentially occur. If the operator notices that the catheter is not responding in a one-to-one manner with his hand manipulation careful inspection of the entire length of the catheter should be made. If a catheter twist or knot is recognized very careful manipulation can be made to try to reduce it. Heavily calcified and tortuous iliac arteries, excessive torquing, expired catheters, and reusing catheters all can increase the potential for this complication. If the catheter does fracture, attempt should be made to retrieve the retained fragment with a snare either from the ipsilateral side or from a contralateral approach. It is unclear to me from the information provided which specific attempts were made prior to surgery. Independent reviewer does not believe that this case represents a manufacturing defect but rather is procedurally/technically related with the current information. Based on the independent review and the DHR review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information was received: lot numbers are unknown. No anomaly or damage was noted to either device during procedure/prep. The doctor was performing a diagnostic cerebral angiogram of the left internal carotid artery when he noticed that the catheter was not advancing or torquing as well as he would like, so he began to remove the catheter. He told me later that he didn't feel much resistance when withdrawing the catheter when it sheared, but when withdrawn only the hub of the catheter and about 4-5" of the catheter was removed from sheath. X-rays were taken to verify that the tip of the remaining catheter was in the left common carotid artery and the proximal portion of the catheter that broke was kinked together with the tip of the sheath in the right external iliac artery. Attempts to wire the sheath and capture the sheared portion of catheter were unsuccessful. The sheath was withdrawn and noted intact though the tip was kinked, the sheared portion of catheter remained where it had with the tip in the left common carotid artery and proximal portion in the right external iliac artery. Hemostasis was achieved at the groin site by holding manual pressure for 20+ minutes. The patient was taken to surgery for the on-call vascular surgeon to perform a cut-down at the right groin access site and the remaining portion of catheter was removed. The sutures from this surgical intervention did fail and the patient did have to go back to the or an additional time to fix the retroperitoneal bleed that resulted from the failed sutures post-retrieval of the sheared portion of the catheter. The device is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provide. Procedural images were provided. Additional information and analysis of images are pending and will be submitted within 30 days upon receipt.